Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. It was reported that the cs300 intra-aortic balloon pump (iabp) had a issue of balloon will not inflate and battery. There was no patient involvement. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text: gettinge field service engineer not visited the site.

Event description:
N/a.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit will not inflate and has battery issues. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, component codes, investigation conclusions, h11. Corrected field: d4 unique identifier (UDI). A getinge field service engineer (fse) evaluated the unit and found unit was contaminated with blood back. Fse replaced all parts effected by blood-back damage and changed 2500 hour kit. Fse confirmed during the preventive maintenance (pm) the battery passed battery run-time and had no issues. Completed pm including all functional and safety tests as per manufacturer specifications. Released unit to customer.